Manufacturer narrative:
One 120804f embolectomy catheter was returned for evaluation. The customers report of balloon holes was confirmed. The balloon latex appeared to have deterioration. There was a hole and surface damages on the balloon. Both balloon windings were intact. Balloon latex was released from proximal windings to check balloon edges at the tears. The balloon edges did not appear to match at the hole. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Both the balloon windings were intact. Catheter body was bent at the hub. A device history record review was completed and documented that device met all specifications upon distribution. The balloon wo number was verified and there is ncr 20 01635 related to it. On 8.10.2020 to 8.22.2020, cc latex balloon manufacturing used pre-cure parameters of 61 degrees c / 18hrs for latex compounding without qualifying per drum qualification which deviates from mi1643 revision cr for cc latex balloons in irvine. An engineering evaluation was assigned to the manufacturing site for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during prep, this embolectomy catheter was found to have holes in the catheter balloon. When it was tested fluid shot out of the balloon through holes. There was no patient injury. The product was returned for evaluation. The balloon latex appeared to have deteriorated and the balloon edges did not appear to match at the cracks.